Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an endoscopy procedure performed on (B)(6) 2012. According to the complainant, after collecting various biopsy samples, the forceps was advanced again into the patient for biopsy of the esophagus. While attempting to take a biopsy the physician realized that there was a lot of tissue within the jaws and it was attempted to open to reposition the device, but the jaws would not open. The device was then withdrawn back into the scope which resulted in a large piece of tissue being removed from the esophagus. Nothing was done to repair/correct the alleged mucosal tear. Reportedly there was no device damage or anomaly seen, and the device was inspected/tested prior to use and no anomalies were noted. The procedure was completed with this radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. (B)(4) for the reported event of jaws stuck on tissue. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).